Manufacturer narrative:
Device evaluated by MFR: device not returned for analysis.

Event description:
It was reported that due to the physician having the adjust the right rear tip extender (rte) to 3 cm due to buckling, the patient had his inflatable penile prosthesis (ipp) revised. Should additional information be received a supplemental report will be submitted.